Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 2.1 and 2.2 were failed and controller boards need to be replaced. A field service engineer found that the half height cubie drawer control boards were not responding. After testing, the failed components were identified and replaced. All components functioned properly following the repair, and diagnostics confirmed that the system was operating normally with no additional issues to report. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 and 2.2 controller boards needed replacement. There were no lights on the back of the drawer, and was unable to recover. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.